Manufacturer narrative:
The customer found the tubing through pinch valve pv37 was defective and was leaking. The customer replaced the tubing, which repaired the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a blue leak from the coulter lh 500 hematology analyzer. The instrument was also generating flowcell clog errors and differential background failures at the time of the event. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.